Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation at 5.4-6.0cm from the distal tip. The abrasion was consistent with constant friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.